Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging an onetouch ultra2 meter was reading inaccurately low compared to the patient's feelings and/or normal results. The medical surveillance specialist (mss) was unsuccessful in contacting the patient or reporter for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. In approximately the beginning of (B)(6) 2012, the reporter stated the alleged issue began. The reporter stated the patient uses self adjusting insulin (type unknown) to manage his diabetes. It is unknown if the patient made any changes to his normal diabetes management routine as a result of the alleged issue. The reported claimed the patient did not develop symptoms after the alleged issue began. At an unknown date and time, the reporter noted that the patient went to a doctor's office visit and his medication of levimir flexpen was ''increased as needed from blood test results.'' It is unknown if the visit was routine or for treatment of an acute complication of diabetes. The values of the blood test results were not reported. At the time of troubleshooting, the cca noted that the patient's test strips were in good condition. However, the reporter was unable to run a control solution test and did not know if the meter was in the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion(s): although the patient did not report developing symptoms suggestive of a serious injury, the patient was seen by a healthcare professional some time after the alleged issue began.

Manufacturer narrative:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging his wife's onetouch ultra2 meter was reading inaccurately low compared to the patient's feelings and/or normal results. The medical surveillance specialist (mss) followed up with the patient's husband on (B)(6) 2012. The reporter could not recall the exact date of when the issue began. The reporter stated his wife uses humalog and levemir self adjusting insulin based on carbohydrate intake and meter readings to manage her diabetes. The reporter stated that the patient developed symptoms of "itchy, sweaty and hunger pains" after the alleged issue began. The reporter claimed, they were concerned about the low readings, therefore scheduled a visit with the doctor. The reporter noted that the patient went to a doctor's office visit and her medication of levemir was "increased as needed from blood test results." The reporter could not recall the results of the calibrated lab results. Based on the information provided by the patient's husband, this complaint is still being reported as an adverse event because the patient developed symptoms suggestive of hypoglycemia and was seen by a healthcare professional after the alleged issue began. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Lifescan has not received the products involved with this complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.